Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodged. The lesion was located in the right coronary artery. When the scrub technician pulled the 4.50 x 32 mm liberte' stent out of the protective hoop, the stent dislodged from the balloon. No defects were noted in the packaging. The procedure was completed with another liberte' stent. No pt injuries or complications occurred. Pt status is satisfactory.